Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to material separation include, but not limited to, tensile strength, corrosion, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The bmw hydro guide wire was used during the procedure however after the guide wire was removed, it was noted the tip of the guide wire unraveled and broke off inside the patient. A stent was deployed over the separated portion embedding it into the vessel. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.